Event description:
Under local anesthesia, thirteen non-boston scientific coils ans one boston scientific coil were placed into the sinus rectus and sigmoid sinus without issue. The physician was "unable to detach the next coil (non-bsc) properly". After imaging, it was attempted to remove the non-bsc coil and catheter together and it appeared the coil was mass moved. The pt lost consciousness and a CT scan revealed a subarachnoid hemorrhage at the "left posterior subcranial". The pt did not recover and expired.

Manufacturer narrative:
Add'l 510k : k001083. No device malfunction for the coil in question was alleged.